Event description:
It was reported that the abutment screw (iunihg) loosened.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection. A visual inspection of the received product identified significant wear and discoloration around the threads, shank, and the collar. Visual comparison of drawing no. 223021 rev. K was consistent with the design of the screws and did not identify any manufacturing deviation. There was noticeable gouging around the hex circumference and debris around the threads. The product was functionally tested, and the screw successfully threaded into the test implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of certain gold-tite® hexed screw it is recommended to torque at 20 ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. A singular cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Zimmer biomet complaint (B)(4).